Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were concerns for possible driveline infection and a computed topography (CT) of the abdomen and pelvis was performed. They were awaiting test results, and the patient was not reporting any symptoms. Current medical treatment course was continued. On (B)(6) 2024, infection was confirmed. The source of the infection was the driveline. There was redness and drainage form the driveline exit site and wound culture was obtained. The cultures resulted with methicillin-resistant staphylococcus aureus (mrsa). A debridement was performed, a wound vac was applied, and an antibiotic regiment was initiated. The patient received ongoing antibiotic treatment which would continue while in the hospital and the patient was to go home on prophylactic antibiotic treatment.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. A specific cause for the patient¿s driveline infection could not be conclusively determined. Review of the submitted log files could not confirm the reported low flow alarms. A specific cause for the alarms could not be conclusively determined. The submitted controller event log file contained events from 24apr2024. It should be noted that the file did not capture events in the timeframe of the low flow alarms reported by the account. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including infection. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.